Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause of the reported event could not be established. Regarding the image noise (magenta line, flicker), the probable root cause has been determined as the video signal is abnormal due to the disconnection of the cable. Additionally, regarding the error code, it is presumed that the communication between the processor and the camera head failed due to the damaged cable. The instructions for use state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the encoder. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed. The issue was caused by a faulty cable unit. The cause for the faulty cable unit cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure the unit produced magenta lines across the screen which became worse when the cable was wiggled. It was also reported the unit was giving an error code and flickering on and off. The customer declined repair.